Manufacturer narrative:
Exact date unknown, explant date used as the event date.

Event description:
It was reported that the patient developed an infection at the implant site. The patient underwent an explant procedure and the explanted device was not returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7080680.

Event description:
It was reported that the patient developed an infection at the implant site. The patient underwent an explant procedure and the explanted device was not returned. No further information could be obtained despite good faith efforts. Additional information was received that the patient developed infection at the pocket site. Symptoms were fever and swelling. It was unknown whether the infection was device or procedure related. Antibiotics were prescribed and the patient was doing well postoperatively. All device components were explanted.